Manufacturer narrative:
D10: 300-01-17 - eq humeral stem primary press fit 17mm: (B)(6), 320-46-00 - eq reverse 46mm humeral liner +0: (B)(6), 320-10-00 - eq reverse adapter plate tray +0: (B)(6), 320-01-46 - equinoxe reverse 46mm glenosphere: (B)(6), 320-15-02 - rs glenoid plate sup (B)(6) deg: (B)(6), 320-15-05 - eq rev locking screw: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the right side. Subsequently, the patient experienced a scapular spine fracture (type 2). Patient felt a pop during a stretching exercise. As a result, approximately 3 years after initial replacement, the patient will be observed and opted out on surgical intervention. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the post operative bone fracture reported cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.